Manufacturer narrative:
E1: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing that the subject device had a crack on the tip. There was no patient involvement.

Event description:
No information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11 corrected fields: d2a the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective cover glass was found to be broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: objective cover glass was broken due to a component failure of objective cover glass. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.